Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, and since the device was not returned, the phenomenon could not be reproduced. As a result, the root cause could not be identified. The customer's troubleshooting confirmed that they had tried inputting the output image from the printer into the monitor to see if the image would display, and that it was subsequently determined that the problem was with the image output from the equipment in question. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device is pending return for evaluation. The investigation is ongoing, and a supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus that when using a visera pro video system center, there was a no image issue. The issue occurred during preparation for use. There was no patient harm associated with the event.